Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and experienced magnetic sensor error when connecting the device. Which is not a reportable event. The procedure was completed. This event is being reported because the bwi failure analysis lab received the device for evaluation and on (B)(6) 2015 found that pebax is cracked open between rings number 2 and number 3 with reddish brown material on the inside and also a smaller crack right above it. This finding is reportable because the pebax integrity is not maintained and this could potential contribute to thrombus formation.

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and experienced magnetic sensor error when connecting the device. Which is not a reportable event. The procedure was completed. This event is being reported because the bwi failure analysis lab received the device for evaluation and on 5/12/2015 found that pebax is cracked open between rings number 2 and number 3 with reddish brown material on the inside and also a smaller crack right above it. This finding is reportable because the pebax integrity is not maintained and this could potential contribute to thrombus formation. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and pebax cracked open between rings 2 and 3 with reddish brown material on the inside and also a smaller crack right above it. Due to the pebax condition, a scanning electron microscope (sem) was carried out and results show that the rupture/broken section presented evidence of elongation and scratches at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/bend until separation. Stretching/ bend could have been related to these separation characteristics. However, it remains unknown how the catheter pebax was damage. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this damage from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the event reported the functionality of the catheter magnetic was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed. An internal corrective action has been opened to address the damaged pebax on smart touch.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17179256m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).